Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, other mitraclip system. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Access through the septum was difficult, but successful and two clips were successfully implanted, without issue, reducing mr to trace. After the procedure, the patient became unstable and a pericardial effusion was noted on the echocardiogram. Pericardiocentesis was performed, but the patient status did not improve, so a mini-sternotomy was performed and the effusion repaired. It was thought that the cause of the effusion was from the trans-septal puncture, but the exact cause was unable to be identified. The patient was stabilized with no further issues. There was no additional information provided.